Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with a minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer called reporting a button error on his insulin pump. He cannot clear the alarm. Customer's blood glucose level is 97 mg/dl. There were no significant events leading up to the alarm. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.